Event description:
It was reported that the devices hand activation buttons stopped working after about twenty minutes. They used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.